Manufacturer narrative:
PMA/510(k) #k160229. The device was not available for return to cirl for evaluation; therefore, the cause of this complaint could not be conclusively determined. However, from the complaint description it is likely that breakage occurred from unintentional movement when the patient coughed. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c devices of lot# c1258071 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided by the rep from the doctor, ¿he said it was decided that the patient will be fine.¿ complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
It was reported that the needle was in a flexed position accessing a peripheral node. As the needle was in position, the patient coughed and part of the needle snapped and the tip of the needle broke off inside the patient. Unfortunately, the needle could not be retrieved from inside the patient as it fell into the patients lung. The doctor confirmed there was no way of retrieving the needle and the patient was not at any risk. They did not keep the needle.